Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal and it ripped the inside of her vagina leaving a laceration. She had to go to the hospital for an exam and a cyst to be drained. She was prescribed clobetasol propionate for the vaginal laceration. Her health has improved.